Manufacturer narrative:
Concomitant product(s): sedr01 ipg, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a device follow-up that the patient's right atrial (ra) lead showed a lead warning two months earlier and has high pacing thresholds and low pacing impedance thought to be the result of insulation damage. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.